Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument was leaking pneumoperitoneum. The surgeon was able to complete the procedure without pt injury.